Event description:
It was reported that the patient was scheduled on (B)(6) 019 to have the inflatable penile prosthesis, that was originally implanted in (B)(6) 2009, revised for unspecified reasons. All components are expected to be replaced at the upcoming surgery. Additional information received indicated the revision surgery was planned for (B)(6) 2019. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.